Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system would often blow a fuse whenever it was plugged into any outlet. No patient was present. The site's biomedical engineer performed an onsite investigation and reported that the issue was due to various outlets located throughout the building potentially being affected by construction. All of the outlets that caused the power surge were labeled so that they would not be used and the site representative replaced the fuse on the system. The issue was resolved. No parts were sent to the manufacture for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system would often blow a fuse whenever it was plugged into any outlet. No patient was present.